Event description:
On (B) (6) 2010, the patient was treated emergently for a ruptured abdominal aortic aneurysm with gore excluder aaa endoprosthesis. A trunk-ipsilateral component was deployed, and a contralateral leg component was placed within the distal end of the ipsilateral leg component to extend treatment length. Post deployment, the distal end of the ipsilateral leg and the proximal end of the contralateral leg component became disconnected. An additional contralateral leg component was implanted to seal the disconnection. The physician attempted to cannulate the contralateral gate, but was unable to due to the patient's tortuous anatomy. The patient was converted to open surgery. An aorto-uni-iliac was performed with aortic extender components, followed by a femoro-femoral bypass. The patient required transfusion. On 04/01/2010, the patient suffered an emboli shower. An occlusion balloon was inserted and manipulated to arrest the bleeding. A number of thrombosis scattered, causing multiple organ failure. The patient expired. The physician stated there was no problem with the devices, and believes the patient would have expired immediately had open surgery been performed in the first place.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Additional devices related to this event: pxc18100/(B) (4), pxc14100/(B) (4), pxa260300/(B) (4), pxa260300/(B) (4), pxa230300/(B) (4). According to gore's instructions for use (IFU), the safety and effectiveness of the gore excluder aaa endoprosthesis has not been evaluated in the following patient populations: leaking: pending rupture or ruptured aneurysms. Additionally, the IFU states angiographic images are recommended pre-treatment to evaluate the length and tortuosity of abdominal aorta, iliac and common femoral arteries. Images should include an angiographic marker catheter with incremental one centimeter markers over a 10-20 cm length. The following views are recommended for optimal evaluation and case planning: - abdominal aorta; supine - ap, lateral. Pelvis (to include bilateral common femorals); ap, both obliques. Additionally, the IFU states: angiographic images are recommended during the treatment procedure both pre and post-deployment to evaluate device placement and orientation.